Event description:
During a atrioventricular nodal reentrant tachycardia (avnrt) procedure, the rp interval became lengthened (rp intervals rose to 220ms against 180 at the beginning of the procedure) and the patient went into a type I heart block after rf was applied 1cm from the his. The rf shot was stopped and the patient stabilized with no further intervention. The procedure was successfully completed and the patient is currently in stable condition. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.